Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads were fracture. The patient was experiencing inadequate stimulation and high impedance.

Event description:
It was reported that the patients leads were fracture. The patient was experiencing inadequate stimulation and high impedance. Additional information was received that the patients lead were replaced and the patient was doing well with good coverage postoperatively. The explanted leads were retained by the medical facility and will not be returned.